Event description:
Health care provider took over a patient assignment for one of the floor registered nurses (rns). Rn reported to health care provider that she had to returned the taxol to pharmacy because she did see one drop of liquid on the filter. She was not 100% sure if there was a leak but asked pharmacy to exchange the tubing. Health care provider called the pharmacy and they informed me that they examined the tubing and they did not find a leak so it was returned to the bin for administration. I hung the taxol. About half way through the infusion I realized the leak had returned at the site of the filter. Filter was sitting on the patient side table so was relatively contained and none of the medication leaked on to the patient.